Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the pacer dependent patient implanted with this cardiac resynchronization therapy pacemaker (crt-p) system was in the emergency room (ER) due to pauses in pacing. There were no recent stored episodes. The device was programmed to vvir with right ventricular (rv) only pacing, and it was noted that there was no right atrial (ra) lead. Review of remote monitoring data from the last transmission in february showed that ventricular tachy electrogram (egm) storage was set to a rate of 160 beats per minute (bpm), which suggests that something was being sensed below that rate. Rv threshold measurement was 1v, and rv pace impedance was stable in the 600 ohms range for the past year. This crt-p system remains in service, and will be programmed to fixed sensitivity with voo pacing for now. No additional adverse patient effects were reported.